Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead exhibited non-sustained right ventricular oversensing (nsrvo) episodes, the lead was oversensing right atrial activity; rv lead dislodgement was suspected. There was no intervention. The patient was stable.

Manufacturer narrative:
The reported events of lead dislodgement, over sensing and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. No anomalies were observed.

Event description:
New information received noted that the patient presented for a follow up in clinic. The patient's right ventricular (rv) lead exhibited low r-wave sensing and post-paced t-wave oversensing (pptwos). The rv lead was explanted and replaced. The patient was discharged the following day post procedure.